Event description:
Hospital advised the pump came into the biomedical engineering dept with a note attached indicating the rates kept changing from the original settings on channels a and b. No pt consequence.